Event description:
It it was reported that there was inadequate iodine in a minicap. This was discovered before patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 10.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: nov. 19, 2014 to nov. 24, 2014. As the sample was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.